Event description:
Event description cpi received information that this transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a low shocking impedance measurement and difficulty converting the pt.